Event description:
I had hip replacement surgery in (B)(6) of 2008. The hip device is a metal on metal by biomet. Over the course of the last 2.5 years, it has been increasingly painful and noisy. In (B)(6) 2011, blood levels of cobalt measured >100 ug/l and chromium levels measured 49.5 ug/l. These levels are consistent with the symptoms I have been having over the course of the last 2 years which have become increasingly severe. These symptoms include extreme anxiety, extreme fatigue, hypothyroidism, memory loss and numbness and tingling in hands and extremities. Due to the evidence presented, my physician, dr (B)(6) in (B)(6) has scheduled surgery to revise/replace the hip device. Surgery scheduled for (B)(6) 2011.